Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded as designed. Distal tip is torn radially and axially. All score lines (axial, radial, angled) are present. Hdpe is stretched along the score lines. Imagery was provided from the site and revealed the following: liner expanded and the tip of the sheath opened but torn. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint were confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by other manufacturing-related factors. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles (the degree of tortuosity and calcification were both reported to be ''severe'')-may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a sapien 3 ultra valve, in aortic position by right transfemoral approach. During the procedure, it was difficult to advance the delivery system upon reaching the tip of the sheath but all the system could exit through. After valve deployment, the delivery system was withdrawn through sheath without issues. Upon device withdrawal, the distal tip of the sheath was torn. The patient was in stable condition.